Manufacturer narrative:
(B)(4) writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported via email: surgeon was using the instrument during a rhinoplasty, roughly halfway through the procedure part of the blade snapped off. The broken part of the blade was retrieved from the patient. It looks like there is a hairline fracture along the middle of the blade. No further information available.

Manufacturer narrative:
The complaint instrument was returned, and an evaluation was performed. It was determined that there was a production error. When welding the hard metal, a hairline crack arose, which caused the breakage. This crack was not noticed during final inspection. As a corrective action, the supplier will check all scissors after welding tungsten carbide and grinding of the scissors with a 100% visual inspection (on pores and cracks).

Event description:
It was reported via email: surgeon was using the instrument during a rhineoplasty, roughly halfway through the procedure part of the blade snapped off. The broken part of the blade was retrieved from the patient. It looks like there is a hairline fracture along the middle of the blade.